Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient experienced two readings exceeding 600 mg/dl; she treated via manual insulin injection. The patient had a bent cannula which caused the no delivery alarm. The insulin pump was not returned for analysis.